Event description:
It was reported that the user experienced hypoglycemia while using the ilet with a teflon 23-inch infusion set, stating the pump delivered more insulin than expected following meal announcements, leading the user to under-announce meals; the user is insulin sensitive and treated lows with rapid-acting carbohydrates. Symptoms included low blood glucose to 60 mg/dl without loss of consciousness or other acute complications. Outcomes included temporary blood glucose outside target for approximately 30 minutes, correction with oral glucose, and no medical intervention or outside assistance. Investigation included user troubleshooting and education. Investigation of this case revealed hypoglycemia with an unclear cause; no device malfunction or component failure was identified based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.